Event description:
It was reported the patient had not charged her ipg in over 6 months, and she no longer feels stimulation. The patient plans to meet with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.